Event description:
It was reported that the loaner core impaction drill was overheating during an extraction procedure at the user facility. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The device was repaired and placed back into stryker stock.